Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material in the nozzle could not be specified, there was no physical damage where the foreign material was found, and there were no reported reprocessing deviations from the IFU. A definitive root cause of the foreign material in the nozzle could not be identified. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) sections: gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. Gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. In addition to the reported in b5, the device evaluation found the following: due to deformation of the upward/downward angulation control knob the water tightness is lost, the connecting tube has a wrinkle and discoloration, the connecting tube has coating peeling, the plastic distal end cover has a scratch, the adhesive around the objective lens is peeled, the forceps elevator lever has discoloration and a scratch, the upward/downward angulation control knob has corrosion and a scratch, the switch box has a scratch, the adhesive on bending section cover has a chip, due to wear of angle wire the play of upward/downward angulation control knob is out of the standard value, due to wear of angle wire the bending angle in up direction does not meet the standard value, due to adhesive peeling on the bending section cover the insulation resistance value at the distal end does not meet the standard value, due to adhesive peeling around the objective lens a streak of flare appears in the image, the forceps elevator knob had discoloration and a scratch, due to damage switch 4 did not work, the grip has discoloration, the scope connector cover unit has a scratch, the scope cover has a scratch, the air/water cylinder has corrosion, the right/left knob has discoloration, the control unit has a scratch, the control unit has discoloration, the grip has a scratch, the suction cylinder is shaved, the suction connector has a scratch and discoloration, the scope cover has discoloration, the right/left knob has a scratch, and the universal cord has a scratch. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the gastrointestinal videoscope has poor water supply. There were no reports of patient or user harm associated with this event. The device was returned for evaluation. During the device evaluation, foreign object inside the nozzle was found. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.